Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a lower anterior resection the device was fired but the anvil did not come off completely and the staple line was incomplete. There was unanticipated tissue loss and tissue damage as a result of this problem. The action is occurred during rectum ca operation. Before the step of circular colo-rectal anastomosis, the purse string suturization was done. Then the anvil was put into the purse string area. After this step, the stapler was connected to the anvil and the surgeon started to close the stapler knob until the green indicator was observed. Then the device was fired but the anvil didn't come off completely because the 1/4 part of the tissue was still connected to the anvil. After that the surgeon saw that the 3/4 part of the tissue was stapled and resected but the 1/4 part of the tissue was not stapled and resected. So the surgeon resected the 1/4 part of the tissue manually by monopolar coter. This area sutured trans anal 5 units. Lastly a securing loop ileostomy was performed. There was 300cc of blood loss. Loop ileostomy was done additionally which extended the surgery time of 1.5 hours. No re-operation was performed. The patient is in the intensive care unit and the physician reported the patient's status as serious. The patient is still in the intensive care unit because of a leakage on the anastomosis line.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. A microscopic examination of the device displayed nicks on the knife blade and the anvil cutting ring showed shallow traces of knife impression and the ring was received partially severed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The information booklet cautions the user to make certain the section of the tissue to be stapled is free from any metal clips or similar structures; otherwise, the knife blade may not cut. Replication of the observed partial cut condition may occur when the instrument is applied over tissue that does not meet the tissue compression requirement. The instructions for use of this product states: ensure that the tissue thickness can comfortably compress to 2mm for staplers with 4.8mm staples and 1.5mm for staplers with 3.5mm staples. Excess tissue thickness may result in unacceptable staple formation and/or an incomplete knife cut. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, as per the additional information received, the ileostomy was not permanent. There was permanent tissue damage to the patient. The patient is doing well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.